Event description:
It was reported that the patient had a refractive error of minus 3 diopters after implantation of the intraocular lens during routine cataract surgery. The lens remains implanted. In follow-up with the physician, he stated he believes the patient's short eye is the cause of this ae. Patient is happy with her vision, and there no plans to explant the lens.

Manufacturer narrative:
The intraocular lens (iol) remains implanted with no plans to explant as patient is happy with her vision. While we were unable to definitively determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The physician stated the patient' s eye anatomy is the most likely cause. The iol met all manufacturing specifications prior to release.